Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes, along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient cannot connect to the ipg with external devices following an unrelated surgery. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A case of no ipg communication was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Several attempts were made to recover the ipg, but none were successful. Analysis of cp logs confirmed the ipg was not in a bondable state, and the ipg was considered inoperable. No intervention has been scheduled at this time. Based on the information received, the cause of the reported incident is consistent with user error.